Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast reconstruction revision with two unspecified mentor gel implants, suffered right breast implant rupture, left breast implant gel bleed and bilateral capsular contracture; baker grade ii on the right and baker grade I on the left side. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (right) 425cc mentor memorygel breast implant catalog: 3504254bc, lot: 7678639, sn: (B)(4) and (left) 425cc mentor memorygel breast implant catalog: 3504254bc, lot: 7576371, sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 12/18/2019, the product investigation was completed. Device investigation summary: during analysis of the sample a tear was observed in the posterior aspect measuring approximately 1 cm. Also shell abrasion was found in the edges of the rupture. No other anomalies were observed. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).